Manufacturer narrative:
Correction on initial report: the failure investigation was completed on 12/4/19, and was prematurely included in the initial report. The customer 's complaint of a tubing set spike breaking off was confirmed. Photos provided by the customer observed drip chamber spike broken at the drip chamber collar. The root cause of this failure was not identified.

Event description:
It was reported that the spike broke off as the rn was about to spike a bag. It was noted that it may have been due to the rn having a "slightly angled" grip as the plastic cap was removed off the spike. It was confirmed during follow up that there was no patient harm as there was no patient involvement during this event.

Manufacturer narrative:
There was no patient involvement, therefore no demographics could be provided. The customer 's complaint of a tubing set spike breaking off was confirmed. Photos provided by the customer observed drip chamber spike broken at the drip chamber collar. The root cause of this failure was not identified.

Event description:
It was reported that the spike broke off as the rn was about to spike a bag. It was noted that it may have been due to the rn having a "slightly angled" grip as the plastic cap was removed off the spike. There was no patient involvement. There was no harm to the user.